Event description:
It was reported that the patient experienced a fall. Both the right atrial (ra) lead and the right ventricular (rv) lead exhibited mirror image oversensing. It was also noted that noise was observed on both leads in stored episodes. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-29-us transcatheter valve, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.